Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence, and the device stopped working over a year ago. Upon revision, the physician tried to cycle the device and noticed that it did not cycle properly; therefore, the aus was removed and replaced. No additional patient complications were reported.